Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was being used for bolus delivery, the insulin gauge remained static. Reportedly, the cartridge was filled with 300 units of insulin. Although requested by tandem technical support, the customer declined to perform troubleshooting. Blood glucose level was not impacted.